Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep). It was reported that during a heavy rain, the manufacturer representative (rep) retrieved items from his truck and two implantable neurostimulator (ins) boxes were water damaged. The packaging was soaked and the cardboard was discolored. No symptoms were reported as there was no patient involvement.

Manufacturer narrative:
The implantable neurostimulator (ins) package was damaged as the boxes were discolored. Analysis confirmed both implantable neurostimulator (ins) were sealed in their boxes. Upon review of the analysis results, it was determined that (B)(6) no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.